Event description:
It was reported that during a coil embolization procedure, the fluoro-saver marker and the microcatheter y-connector were aligned; however, the subject coil had already advanced out of the microcatheter distal tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the physician observed that the fluorosaver markers on the target delivery wire were till outside the microcatheter when the target coil had already exited the microcatheter distal tip. The coil was removed and replaced with another coil. A review of the device manufacturing records did not identify any potential cause for the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.